Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). Based on further engineering investigation, cco and swan ganz catheters go through electrical inspections as part of the manufacturing process.

Event description:
As reported, during use of this swan ganz catheter, saline temperature displayed is always 15 degrees celsius even if saline temperature is 5 degrees celsius. Co values seems to be accurate; however, as per customer opinion, it cannot be 100% trusted. There was no error message displayed. There was no allegation of patient injury. Patient demographics not available. The device was available for evaluation.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.